Manufacturer narrative:
Product event summary : the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial lead was returned to the manufacturer with no information, and subsequently tested out of specification. No patient complications have been reported as a result of this event.